Event description:
Reporter indicated a vns pt had "lead failure". The pt underwent vns therapy system replacement surgery. When the lead was removed, the surgeon noticed the "silicone sealing was broken" and it appeared to have "fluid inside of the silicone". The lead has been returned to the MFR and is pending product analysis. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.